Event description:
When the devices were used during bowel procedure, the staples malformed. The case was completed using sutures. Consequently, this increased the o.r. Time by 1.5 hours. There were no other pt consequences.